Event description:
Patient had first injected 1 knee in 2007. Then 48 hours later, experienced severe vertigo and was hospitalized with initial diagnosis of meniere's disease. Next injection one week later was without incident. Third injection scheduled for the following week. Nurse reporter would follow-up if pt had a reaction to last injection. No f/u was reported. The doctor thought these events were not related to euflexxa injection.